Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. No samples were received. Pictures were provided but based on them it is impossible to confirm the defect. Root cause investigation concerning ¿ stop flow from the patient to chamber¿ was performed via event tw# (B)(4) and is applicable for the complaint. Conclusion of the investigation is following: "on a base of the available information and investigation conducted the root cause for the issue ¿stop flow patient to chamber¿ cannot be identified. The list of possible causes was identified but no causes were confirmed. Based on analysis of data for the last three years no systematic failures in manufacturing process were revealed." No actions are required at the moment. No additional investigation is needed. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092, manufacturing site: 3007966929.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported there is "a problem with the urine flow from the bladder and drain to the chamber (urine stagnation in the drain). The defect is very serious because that causes wrong diuresis rating of paediatric patients. Lack of urine in chamber requires the implementation of pharmacological treatment what could be a wrong decision if the system doesn¿t work properly." Photos depicting the reported complaint issue were provided by the complainant. No harm was reported. This emdr is to address patient #3 out of 3 patients identified. No patient details were provided.